Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr xl acetabular system - left hip; reason for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision; asr xl acetabular system - left hip; reason for revision: unknown. Correction added 3rd november 2014. Lot number removed from "product data" section and added to cup. New fields completed, incl.: complaint categories amended in line with current requirements. Patient ID removed. Relevant test/lab data and comorbidities filled. Brand name, common name, construct type, manufacturing facilities, manufacturing dates and expiry dates added.